Manufacturer narrative:
The device was received from the field with battery voltage operating at elective replacement indicator (eri) level. The device image was saved successfully. Review of the device image indicates was normal battery depletion. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.

Event description:
Related MFR report number: 2017865-2025-12285. Related MFR report number: 2017865-2025-12286. It was reported that a patient passed away. The cause of death is not known. The pacemaker, atrial lead, and right ventricular lead were explanted.